Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of fatal peritonitis infection in a male patient (born in (B)(6)) coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The dianeal therapy was ongoing until the time of death. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient died. The cause of the death was peritonitis infection (onset date not reported). The treatment for the event of peritonitis infection was not reported. It was not reported whether an autopsy was performed. The nurse was contacted but declined to provide further information. Baxter is in the process of obtaining additional information regarding this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation. A review of all batch record documents was performed for potentially associated lot numbers h12j08041 and h12j30037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.